Event description:
Swedish customer ran a blood test on his contour link and result was approximately 2.0 mmol/l. He then tested on his contour usb and result was approximately 8.0 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Contour test strips were replaced and customer is expected to return his for evaluation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.